Event description:
It was reported that approximately eight years following the implant of a transcatheter aortic bioprosthetic valve (tav) in a patient with a bicuspid aortic valve, severe structural valve deterioration was identified via transthoracic echocardiogram (tte) with an increase in mean gradient of at least 20 mmhg from the baseline tte, which was performed approximately one month after the initial valve implant, and a mean gradient of at least 30 mmhg. It was noted that a tav-in-tav procedure was required as treatment.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.